Event description:
It was reported that the battery gauge was fluctuating, leading to a pump shutdown. Following this, it was reported that that pump time and date were incorrect. During troubleshooting with tandem technical support, the customer corrected the time and date and resumed insulin therapy. The customer's blood glucose was 381 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.